Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, a separation was observed between the tubing and the second y-site clearlink in the upstream part. Additionally, per marks of the tubing there is a low solvent application. Dimensional testing was according to specifications. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate, or lack of cyclohexanone applied during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected. During a levophed infusion, the continu-flo solution set disconnected from the "line hub" while an unspecified infusion pump was ¿being moved¿. The amount of time the set was disconnected was unknown. The patient¿s blood pressure had ¿a small dip¿; however, their mean arterial pressure (map) did not go below their goal of >65. The set was changed, and the pump was restarted without further incident. The patient recovered. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.